Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After a technical service update was completed, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device charged and delivered defibrillation energy successfully. After the delivery of energy the screen remained blacked out and their device appeared to be locked up, when this occurred the leds on the device were illuminated, however the keypad buttons were unresponsive. The customer advised that the device was shocked 10 times, it was after the 10th shock that the device lock up occurred. This event took place during scheduled testing of the customer's device. There was no patient use associated with the reported failure.

Event description:
The customer contacted physio-control to report that their device charged and delivered defibrillation energy successfully. After the delivery of energy the screen remained blacked out and their device appeared to be locked up, when this occurred the leds on the device were illuminated, however the keypad buttons were unresponsive. The customer advised that the device was shocked 10 times, it was after the 10th shock that the device lock up occurred. This event took place during scheduled testing of the customer's device. There was no patient use associated with the reported failure.

Manufacturer narrative:
Initial reporter name and address of the initial medwatch report indicates: initial reporter address ¿(B)(6). Initial reporter name and address of the initial medwatch report should indicate: initial reporter address ¿ (B)(6). Additional information: physio-control was notified that the customer submitted a voluntary medwatch (medsun) form reference uf/importer report #(B)(4). As a result, has been updated to ¿yes.¿

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device charged and delivered defibrillation energy successfully. After the delivery of energy the screen remained blacked out and their device appeared to be locked up, when this occurred the leds on the device were illuminated, however the keypad buttons were unresponsive. The customer advised that the device was shocked 10 times, it was after the 10th shock that the device lock up occurred. This event took place during scheduled testing of the customer's device. There was no patient use associated with the reported failure.